Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported (via FDA medwatch mw5084535) that a female patient who underwent breast prostheses implantation with mentor memorygel breast implant 350cc gel breast prostheses for unknown indication on (B)(6) 2007 experienced neurological symptoms within a year of implantation. By 2009, the patient had a nerve conduction study that showed the patient had developed polyneuropathy and the neurologist suggested that the patient had developed breast augmentation associated autoimmune disorder. The patient underwent bilateral explantation on (B)(6) 2019, after finding herself in perimenopause only 3 years post implantation. Nine years after implantation the patient said she experienced many autoimmune symptoms without official autoimmune diagnoses. Some of the symptoms she experienced were headaches, joint pain, weight gain, hair loss, worsening neuropathy, and gastric issues. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms is unclear. This medwatch report is for the 2nd of two breast prostheses.